Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. Upon return to our post mark quality analysis laboratory, initial testing determined a possible anomaly, therefore additional product testing was required. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.